Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed that the grommet was loose. The battery was expanded, there was foreign material in the connector port(s) and there were melted areas on the connector block. An output test showed that there was good stable output on all electrode pairs. A connector block leakage test showed that impedances were abnormal. The reading from the indifferent electrode to the #1 circuit measured low, 30k or 0.03 ohms. Final device analysis of the extension revealed no anomaly. There were no shorts between circuits and continuity was acceptable. Set screw marks were in the correct location and the outer insulation was intact.

Manufacturer narrative:
Extension model 748951, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2011-(B)(6).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and felt electrical discharges at the location of the stimulator. All impedances were normal. The physician decided to disconnect the device and change the extension. The stimulator was also replaced as it was nearing end-of-life. Following the replacement all impedances were normal. The patient experienced stimulation that relieved his pain, and did not feel electrical discharges in the area of the stimulator. It was reported that there was no patient injury and the patient outcome was ok.